Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the cause of the resistance was not determined. The cause of the separation/premature detachment was not determined. The coil came out of the introducer sheath smoothly. There was resistance in the middle section. There was no kink/damage to the catheter observed after removal. Unintended detachment was observed before the coil exited the microcatheter. The micro catheter was therefore removed with the coil inside. When the coil was outside the patient, a microwire was used to push the coil out. Microcatheter was again navigated to the aneurysm.

Event description:
Medtronic received information regarding an axium coil that had resistance during delivery in a non-medtronic microcatheter and sepa rated/detached prematurely. The patient was undergoing a coil embolization procedure to treat a right internal carotid artery (r-ica) anterior communicating (acom) segment unruptured saccular aneurysm. The aneurysm max diameter was 5.4mm and the neck diameter was 6.5mm. Blood flow was normal. Vessel tortuosity was moderate. It was reported that the axium coil and all accessory devices were prepared as indicated in the instructions for use (IFU). Continuous catheter flush was administered during the procedure. During delivery, the coil experience some resistance. It was also noted that the physician repositioned the coil once. Because of the resistance it was decided to take the coil out. During retrieval, it was observed under fluoroscopy that the coil had separated or detached prematurely within the catheter. The microcatheter was also removed to retrieve the coil without harm to the patient. The pushwire was not bent or broken. No attempt had been made to detach the coil. The delivery pusher was not rotated at any time. The coil was replaced to complete the procedure successfully. There was no harm or injury to the patient associated with this event. Ancillary devices: headway 17 standard microcatheter, rist 7f guide catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.